Event description:
It was reported that when using the bd pyxis¿ es server, system had patient & order interface problem notification. Customer reported receiving patient and order interface problem notifications on the ed and acute medstation es devices, indicating that patient data and patient orders may not be current.customer tried to reboot but the issue did not resolve. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, a technical support specialist verified the server downtime, identified that required interface services were stalled and inaccessible due to permission restrictions. The hospital it team restarted the external messaging service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service, then granted the melham\admin account permission to restart services, which helped restore normal message processing. A subsequent server downtime query showed that messages began crossing over. The system functioned as intended after the technical support specialist investigated the device.